Event description:
Rn of home patient (hp) reported a leak at the side of the drain bag of a y- set, noted during training. Rn reported hp was disconnected, and reconnected to a new set. No hp injury or medical intervention required per rn.